Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/03/2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient's nurse practitioner (np) stated that the patient left work at 3:30pm and while driving, the patient experienced a hypoglycemic event, passed out and side swiped a couple of cars and crashed off the road. It was indicated that the patient did not hear the dexcom alert which caused the car accident. The police and ambulance showed up and stated that the patient's speech was slurred. The paramedics administered the patient with oral gel and transported the patient to the emergency room (ER). When the patient arrived at the ER, their blood glucose (bg) was in the 30's mg/dl. The patient was treated with food at the ER and was administered fluids. A CT (computed tomography) scan was performed at the ER of the patient's head and there were no injuries found. The patient was released from the hospital the same night. At the time of contact, the patient stated they were recovered from the car accident, but his knee was sore. No additional patient or event information is available. Data was provided for evaluation. The reported event of no audio for low alert on the g5 mobile application could not be confirmed via data. A root cause could not be determined.